Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test, and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with missing end cap sticker. The pump was also received with cracked case at reservoir tube window corners and battery tube threads.

Event description:
The customer reported via phone call of motor error alarm with her insulin pump. Customer states that she was going through the process when it just turned into motor error. The customer's blood glucose at the time of incident was 78mg/dl. Customer was advised to discontinue use of pump, and that the pump would be replaced. The device is being returned and replaced.